Event description:
It was reported that a dexcom g7 sensor was paired to the patient¿s phone application but initially failed to pair to the ilet, resulting in the ilet not displaying glucose data until troubleshooting was completed. Symptoms included elevated blood glucose with readings of 217 mg/dl and 208 mg/dl trending downward. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the ilet began displaying glucose values after successful reconnection to the dexcom g7 data stream. It was concluded that the event involved pairing failure limited to the ilet, resolved through troubleshooting, with no adverse health effects.